Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
At one time, the pump was refilled with a higher concentration of medication, but the concentration change was not made during programming with the clinician programmer. The concentration was programmed as 15 mg/ml and should have been programmed to 20 mg/ml; the dose was 1.9 mg/day. On the date of this report, the hcp (healthcare professional) removed all of the drug from the pump, internal tubing, and catheter. The pump was then refilled with the 20 mg/ml morphine and programmed correctly. It was believed by this reporter that the patient had no therapy issues related to the event and the patient was doing fine as far as this reporter knew.